Event description:
Patient was working behind a copy machine, and after a while, he smelled insulin. Patient looked under his shirt and saw that the infusion set was disconnected from the cannula holder. Patient had only the cannula and plastic in his skin. No physiological effects were reported. The patient did not require treatment from a health care professional or second party to address the issue. Infusion set was requested for evaluation. No additional information was provided.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.